Event description:
A customer contacted beckman coulter regarding an erroenously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result (from sample a) was 0.75 ng/ml. The elevated accu tni result was reported out of the lab. The results from sample a was questioned after sample b was assayed (8 hours later) and produced significantly lower results. The accu tni result from sample b was 0.05 ng/ml. The customer retested sample a for accu tni and the result was 0.13 ng/ml. The customer sent out a corrected report for sample a. The customer indicated that there has been no change to pt treatment that can be attributed to this event.